Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited inappropriate sensing. Surgical intervention was undertaken. The s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited inappropriate sensing. Surgical intervention was undertaken. The s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that the system exhibited oversensing due to a suspected change in qrs signal amplitude measurements as well as oversensing of myopotentials. Inappropriate shocks were delivered in two separate episodes as a result.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited inappropriate sensing. Surgical intervention was undertaken. The s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that the system exhibited oversensing due to a suspected change in qrs signal amplitude measurements as well as oversensing of myopotentials. Inappropriate shocks were delivered in two separate episodes as a result. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.